Manufacturer narrative:
Additional information was received that a good faith effort was made to follow up with the patient, regarding the use of the lidoderm patches, but was unsuccessful.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site while she was charging. The physician prescribed lidoderm patches for the patient to place over the ipg site.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site while she was charging. The physician prescribed lidoderm patches for the patient to place over the ipg site.